Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils had migrated and was in her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pelvic pain ("chronic pelvic pain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, fatigue, pelvic pain and migraine outcome was unknown. The reporter considered device expulsion, fatigue, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of the coils had migrated and was in her uterus/ perforation (uterus)'), embedded device ('migration of essure device location of device: projecting through left cornua and adhesed to left uterosacral ligament complex') and device dislocation ('essure device in right lower pelvis lateral to rectum and covered by peritoneum') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), gastrointestinal disorder ("bowel problems") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines"), headache ("headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain ("chronic pelvic pain"). In (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic adhesions ("adhesions"), cervicitis ("chronic cervicitis"), metaplasia ("squamous metaplasia"), cervical cyst ("nabothian cysts") and adnexa uteri cyst ("paratubal cyst"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), perineal pain ("perineal pain") and bladder disorder ("bladder problems"). The patient was treated with ibuprofen, medroxyprogesterone acetate (depo provera), surgery (hysterectomy and bilateral salpingectomy) and lysis of adhesions. Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device dislocation, fatigue, migraine, female sexual dysfunction, headache, pelvic adhesions, cervicitis, metaplasia, cervical cyst and adnexa uteri cyst outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, gastrointestinal disorder, dysmenorrhoea, dyspareunia, perineal pain and bladder disorder had resolved. The reporter considered adnexa uteri cyst, bladder disorder, cervical cyst, cervicitis, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, metaplasia, migraine, pelvic adhesions, pelvic pain, perineal pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: right- the coil was seen extending from the tubal ostia 1 rings. 2 additional essure devices within the right and left hemipelvis likely free within the pelvis. Counseled to continue alternative methods of birth control as the currently placed essure devices are not likely to be effective in preventing pregnancy . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion, malposition of essure device. Ultrasound pelvis: on (B)(6) 2016: 1. Right ovary minimally enlarged with dominant follicle/small cyst measuring 2.67 meters maximal dimension. 2. Remainder within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, chronic cervicitis with squamous metaplasia, nabothian cysts, paratubal cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs and medical record received. Event device expulsion was updated to uterine perforation. Events added: abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines, headaches, migration of essure device location of device: projecting through left cornua and adhesed to left uterosacral ligament complex; essure device in right lower pelvis lateral to rectum and covered by peritoneum, dysmenorrhea (cramping), adhesions, chronic cervicitis with squamous metaplasia, nabothian cysts, paratubal cyst, bowel problems, perineal pain. Event outcomes were updated. Reporters information, medical history, lab data and treatment drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of the coils had migrated and was in her uterus") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), pelvic pain ("chronic pelvic pain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, fatigue, pelvic pain and migraine outcome was unknown. The reporter considered device expulsion, fatigue, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.